Event description:
It was reported that 2 of the bd¿ large sharp collector, red, liquid absorbing pad, 34l were broken at the bottom. The following information was provided by the initial reporter: the shipper is intact however the material is broken at bottom for cat no. 305615.

Manufacturer narrative:
The manufacturing location for this product is flextronics. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in manufacturer name, city and state and MFR site and the franklin lakes FDA registration number has been used for the manufacture report number. Device expiration date: na. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 of the bd¿ large sharp collector, red, liquid absorbing pad, 34l were broken at the bottom. The following information was provided by the initial reporter: the shipper is intact however the material is broken at bottom for cat no. 305615.

Manufacturer narrative:
No sample received but photos representation was provided for the complaint. It was reported by customer that the shipper is intact however the material is broken at bottom for mat #305615. According to the device history record review process, no issues reported as damaged base during the manufacturing process of the lot number 2138973. Also, a review of the non-conformance material report was performed; the result showed no issues reported for the same issue and part number throughout the last twelve months within our process. H3 other text : see h10.

Event description:
No additional information.

Manufacturer narrative:
Becton dickinson and company's (bd) medication delivery solutions (mds) business unit will discontinue malfunction MDR reporting for certain device failures that have not caused or contributed to deaths or serious injuries in the past two years, and where the likelihood of a death or serious injury as a result of these malfunctions is remote. This decision follows FDA guidelines (medical device reporting for manufacturers guidance for industry and food and drug administration staff issued nov 8, 2016, reference section 2.15). Bd notified FDA of this decision on mar 3, 2025. FDA has reviewed and responded to bd¿s notification (reference FDA document#: (B)(4) on march 7, 2025. This documentation is available in bd document management system (sap) as (B)(4). This supplemental MDR is being filed to document that the below device failure will no longer be considered a reportable malfunction MDR for the product family below: product family: sharp collectors, device failure: base broken / damaged / defective.